Event description:
Results of "70 mg/dl and 95 mg/dl" with a lifescan meter, performed within 10 minutes of each other. The check strip test passed. The test strips and control solution were replaced.